Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted in the anterior/septal commissure. To further reduce tr, an xtw clip was inserted in an attempt to address the posterior/septal leaflet. While positioning, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be freed. It was noted the clip was not able to detach from chordae due to impairment on the steering. Although still stuck in chordae, the clip able to grasp both leaflets and was successfully deployed, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning the device appears to be related to the reported entrapment of device (clip stuck in the chordae). However, a cause for the entrapment of device cannot be determined. The reported poor image resolution was due to patient morphology/pathology (enlarged atrium). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.